Event description:
The facility reported an infusion pump that shut off during patient use. The hospital representative stated that they have no record of any patient incident involving the pump since the last baxter, details were not available regarding additional contact information, patient demographics, medication involved, or pump programming.